Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and bradycardia. It was also reported that the right atrial (ra) lead exhibited high thresholds, no capture, pacing spikes and high impedance. A fracture was suspected and during the revision procedure extensive damage was noted on the lead and it came free from the heart with gentle manipulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the distal conductor was fractured at 22.7 cm from the connector pin and the outer insulation was breached at 8 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced and the patient experienced ventricular fibrillation (vf) arrests during intervention.